Event description:
The physician reported that while inserting the intraocular lens (iol) into the patient's eye, the lens caught the posterior capsule and caused a rupture. The surgeon believes the iol was released too quickly into the eye.

Manufacturer narrative:
The intraocular lens was not received for analysis. The device met all manufacturing specifications prior to release. We are not able to determine the causal relationship between the device and the adverse event. The investigation is inconclusive. All information available is contained in this report. Iol not returned for analysis